Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an intermittent loss of capture at max output post implant due to dislodgement. The patient had heart block with an underlying rhythm in the thirties. Subsequently, the following day after the rv lead was surgically repositioned in the apex. As of this time, this rv lead remains in service. No additional adverse patient effects were reported.